Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer¿s blood glucose levels were 90 mg/dl and 112 mg/dl. The customer reported that the insulin pump had a compromised force sensor system error 3 times. The customer also reported that the insulin was squirting out of the insulin pump during manual prime. The customer reported that the drive support cap appeared to be normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test and compromised force sensor system alarm due to loose drive support disk.